Event description:
A customer contacted baxter technical services (bts) regarding assistance with feeling full and having abdominal discomfort during dwell 4 of 5 on the homechoice machine (hc). The caregiver (cg) stated the fill volume was 2000ml and it was tidal therapy. The technical service representative (tsr) assisted the cg to have the home patient (hp) sit up and manually drain out 3567ml. The tsr assisted the nurse to end therapy. The tsr advised the nurse to dispose of current supplies except for the cassette. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received however an evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of an iipv event was confirmed through event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv-adult. The cause for this iipv event was a combination of false empty detect and use error with initial drain alarm setting inappropriately programmed, and tidal total uf removal set too low.